Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was not further specified. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection heparin (5000 international unit, 1 ml/exchange) for peritonitis. At the time of this report, the patient was still under treatment and dianeal therapy ongoing. The outcome of the peritonitis was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.